Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled comparison of the long-term outcome of cemented charnley low-friction arthroplasty with hybrid arthroplasty in patients with congenital hip disease"", written by k. Lampropoulou- adamidou, g. Hartofilakidis, published in bone joint j 2019;101-b:1050-1057. The articles purpose was to retrospectively compare long term results of cemented and hybrid total hip arthroplasty (tha) in patients with osteoarthritis secondary to congenital hip dysplasia. All patients had hip dysplasia, with varying degrees of hip dislocation pre-operatively, a consequence of their congenital disease. Each patient's native acetabulum was medialized (and native proximal femur shortened if necessary) to bring it into true anatomic alignment. The study was broken into two groups, a and b. The charnley low friction arthroplasty (lfa) group a patients all received cemented charnley "offset bore" all-poly cups, paired with either cemented charnley stainless steel polished monoblock stems, or competitor brand cemented modular femoral stems and heads. The hybrid hip group b patients all received pressfit competitor acetabular cups and liners, paired with either cemented competitor modular stems and heads, or cemented charnley stainless steel polished monoblock stems. Competitor bone cement was used in all cases. No specific patient identifiers were provided. Complications in group a: 14 acetabular components were revised for aseptic loosening (interface unspecified). 12 femoral components were revised for aseptic loosening (manufacturer & interface unspecified). 1 femoral component (manufacturer unspecified) was retained for treatment of periprosthetic bone fracture, with orif. 2 hips were revised in entirety (4 and 5 years post-op, all implants, stem manufacturer unspecified) to address infection. 1 hip had products retained with antibiotic only treatment (one year from primary, no other intervention reported, stem manufacturer unspecified). 1 acetabular component was revised to address recurrent hip dislocation. 1 patient had a sciatic nerve palsy and 1 had a femoral nerve palsy. Both resolved within six months (stem manufacturer unspecified in both cases). Complications in group b: 12 competitor acetabular components revised for aseptic loosening (interface unspecified). 15 femoral components were revised for aseptic loosening (interface unspecified, stem manufacturer unspecified). 4 competitor stems suffered implant fracture. 1 femoral component (manufacturer unspecified) was revised for periprosthetic bone fracture. 6 revisions occurred for polyethylene wear of competitor acetabular liners. 3 hips were revised to address infection (following prior unspecified revision surgeries) with revision of femoral (stem manufacturers unspecified) and competitor liner components. 1 hip dislocated 45 days postoperatively; this was treated by competitor acetabular revision. 5 hips dislocated during the first postoperative month; these were treated with closed reduction (stem manufacturer unspecified). Follow-up found incidence of pain, decreased range of motion, and limitations in walking in both groups a and b. Results of the study found that there was no clear benefit to performing a charnley low-friction arthroplasty over implantation of a hybrid hip arthroplasty, that the complications, survival, and the patient satisfaction indicators were nearly equal in both groups. Depuy products: charnley all poly cup, charnley cemented monoblock stem.